Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not yet been completed. Once the results are available a supplemental report will be submitted with the findings.

Event description:
It was reported that the vig2 monitor, the 70cc2 cable and the swan ganz catheter provided inaccurate cardiac output and continuous cardiac output values. This was during patient monitoring. The cco values were too high for the patient condition, per the anesthesiologist. The numbers displayed were 13 and 15. They realized the numbers were inaccurate. There was no inappropriate patient treatment administered. There was no patient harm or injury. The issue could not be isolated to the vig2 monitor, 70cc2 cable or the swan ganz catheter. Patient demographic information is not available. Refer to submission 2015691-2019-00026 for the sg catheter.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One vigilance ii monitor was returned for product evaluation. The functional test was performed and the device passed the test. There were no issues noted. A visual inspection found that the front housing was cracked from the display window to the bottom of the case. There were scratches observed on the display window. The device service history record review was completed and all manufacturing inspections passed with no non conformances. There is no evidence or indication that a manufacturing defect is responsible for the issue in regards to the vigilance ii monitor; therefore no corrective action was taken. The 70cc2 cable involved in the event, submission 2015691-2019-00063, was evaluated and tested per the cirrus cable test. It failed the test. There was an open connection identified. In addition, there was corrosion found on the pins of the blue connector. The reported issue was confirmed by evaluation in regard to the 70cc2 cable involved. The swan ganz catheter involved, submission 2015691-2019-00026, was not returned to edwards for product evaluation. There are no evaluation results available. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. There was no patient compromise noted in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.